Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure, ... Was to treat the in-stent restenosis (isr) of a non abbott stent. The previously deployed stent was located in the distal right coronary artery (rca), which was mildly tortuous, mildly calcified, and had a 75% isr. During the first inflation of the voyager nc, the balloon ruptured at 12 atmosphere (atm). Reportedly, there were no patient effects. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. The device lot history record review will be forthcoming. A follow-up report will be submitted with all additional relevant information.